Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer site. The tas attempted to review data from the instrument, but the laboratory had deleted the relevant information. The tas evaluated the current instrument files and stated that there are currently no issues with the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated adrenocorticotropic hormone (acth) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned the result. Additional samples from the same patient were obtained and run on other instruments in alternate laboratories, and the range of results were similar to the initial result. Samples from the patient were then run on a roche instrument, and the result(s) were correct. There were no reports of patient intervention or adverse health consequences due to the falsely elevated acth result.